Event description:
Reportedly, an intramedullary nail was placed during a left ankle fusion. In the post-operative period, the 11 by 15mm panta nail fractured at the calcaneal screw hole. About 5.5 months later, screws were removed but the nail remains in the patient.

Event description:
Reportedly, an intramedullary nail was placed during a left ankle fusion. In the post-operative period, the 11 by 15mm panta nail fractured at the calcaneal screw hole. The nail was removed about 5.5 months later after the left ankle fusion.